Event description:
It was reported that the patient presented to the hospital. Interrogation of the competitor's device found that it had been in alert mode due to low impedance. The patient either did not hear the alerts or did not respond to them. The patient expired later that day. X-ray revealed insulation damage and lead fracture was suspected. The device delivered therapy 30 minutes after the patient expired.

Manufacturer narrative:
Analysis found that the outer insulation and one of the rv cable ptfe coatings were abraded due to friction with the ICD can.

Event description:
During thoracothomy procedure procedure, device failed to fire while being used in the pulmonary artery, causing blood loss intra-op. Gelfoam and thrombin were applied at the site and the bleeding stopped. Patient was discharged home without any apparent complications from the procedure. Dates of use: (B) (6) 2010.